Event description:
Pt had an excessive amount of foreskin removed during circumcision. The gomco-type clamp slipped exposing an excessive amount of skin. The skin was removed before the doctor detected the problem. The bleeding was controlled with one stitch. A pediatric urology service consultation was performed. A full recovery is expected.